Event description:
It was reported through distributors facebook page: "my mako knee lasted 8 weeks ! I had a revision a few years later!" Update per conversation with patient: "patient had a primary right mako partial knee and was revised to convert to a full knee. Patient reported that surgeon chose to convert to a full knee as the "outer portion of the his native knee became bone on bone". Update: per clinician review of provided medical records: x-rays in 2016 and 2017 showed advanced oa of the lateral compartment and wear of the polyethylene with some likely subsidence.